Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to install the insulin cartridge on the pump. There was no reported impact to customer's blood glucose. No additional patient or event information available.